Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 for treatment of stent occlusion. During the procedure, the physician cannulated the common bile duct (cbd) through an existing covered metal stent in place. It was reported that stricture was observed under fluoroscopy and the physician attempted to dilate the interior of the stent and the cbd with 10mm dilation balloon. Immediately after deflating the dilation balloon, a major bleeding and hemorrhage was observed. The visibility worsened as the physician tried to control the bleeding until large clots formed in the duodenum and visibility was reduced. The physician reported that the scope's image color and quality made it difficult to distinguishing between where the active bleeding was and where the clot material was. At one point, the technician removed the exalt scope and attempted to clean the lens to improve visualization. The physician then decided to switch to a reusable scope. The physician reported that it took an hour to manage and resolve the bleeding. The procedure was then able to be completed with a reusable scope.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).